Manufacturer narrative:
Field correction initiated on 26 july, 2019. CAPA# (B)(4) has been opened to further investigate this issue. An anomaly was discovered in inoqula software (B)(6) that had the potential to cause a mismatch between a specimen and plate. The mismatch could happen when the following conditions occur together. Inoqula hardware is not operating, such as during a power outage. Pipette has already drawn a specimen waiting to be dispensed on a plate, and user selects the ¿reset¿ function from the system menu. An immediate update to the software was made and validated. All impacted customers were provided with the update and information on any mis-associated data in their system. This was done via a recall and an 806 form was submitted on 5 august, 2019.

Event description:
It was reported that while using a bd kiestra¿ inoqula+¿ to process patient urine samples, the customer reported discrepancies in bacterial growth between the blood agar plates and the macconkry agar plates being used for culture after a power outage. Following the discovery of the discrepancy, instrument log files confirmed pipetting errors. During this review, the customer confirmed incorrect patient results were reported out. The initial reported result was citrobacter and e. Coli, and after replating the specimen, the result was amended to no growth.